Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's atty that the plaintiff allegedly experienced emotional distress, severe and permanent pain, suffering, disability, impairment, urinary problems, urinary tract infections, recurrence, bleeding, dyspareunia and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer reports: 2183959-2014-41402, 41404.